Event description:
The patient noted yesterday while in clinic with caller and nalu rep that when patient uses the nalu system, it will feel like an increase in stim on the right (mdt) side. Technical services clarified that patient is only feeling an increase inside with mdt stimulator and not actually seeing a change in stimulation values of mdt system (which caller confirmed was true). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).